Event description:
Customer reported hospitalization due to hypoglycemia and low blood glucose readings of 35 mg/dl. Customer does not remember the events leading up to the admission. No further information reported.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No cosmetic damage noted.